Manufacturer narrative:
The event is still under investigation. Should additional information be received a supplemental report will be provided.

Event description:
The customer reported that while performing maintenance on his olympus visera elite ii video system center, the unit stopped displaying an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was presumed that due to a defective printed circuit board, the display blacks out intermittently. Corrosion was found on the printed circuit board. Olympus will continue to monitor field performance for this device.